Event description:
It was reported that (1) hp052 was used during a thyroid lobectomy procedure. It was reported by the rep that the surgeon took tissue of thyroid with cs14c. A solid tone came from the generator. The scrub nurse took apart cs14c and re attached. Still a solid tone. The scrub nurse put on test tip for harmonic and still a solid tone. It was determined hp052 was broken. The case was completed with same cs14c and another hp052. There was no consequence to pt.